Event description:
The customer reported the gastrointestinal videoscope had distal end water leakage during inspection for use. This is not an MDR reportable event. The device was returned for inspection. Inspection and testing of the returned device revealed a noisy image due to a break in the charge coupled device unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.